Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge. Reportedly, the cartridge was filled with 300 units, and displayed a fill estimate of 105 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 119 mg/dl.